Manufacturer narrative:
The investigation was completed on 15-jan-2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 12-jan-2026, noted a correction to the 3500a initial under h11. Additional manufacturer narrative. It was reported as ¿d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.¿ it should have been reported as ¿¿d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an paroxysmal atrial fibrillation ablation procedure with a varipulse¿ bi-directional catheter and experienced a cardiac perforation that required surgical intervention. The operator did a transseptal as normal. Then proceeded to mapping left atrium with the varipulse catheter when coming to the right sided veins the transeptal location was lost and fell into the right atrium. After going back to the left atrium with varipulse and vizigo some different anatomy on the right side was noticed. When this was noticed, there was a drop in pressure. There was a major pericardial effusion bleed which led to opening the chest and stitching the hole. It was discussed after that the location of the bleed was in right atrial appendage. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.